Event description:
It was reported that the 9800 system made a snapping noise during setup. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The tube was replaced. The candlesticks were cleaned and re-greased. The generator and filament were calibrated. The batteries were cleaned during the service call. The system was tested and found to be working as intended and put back into service.